Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope did not display an image. It is unknown when the event occurred, however, there was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.